Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) and transvenous right ventricular (rv) lead were exhibiting noise on the rv rate/sense channel. The noise, which was believed to be myopotential related, led to oversensing and 10 inappropriate episodes. The noise was reproducible slightly with valsalva maneuvers, and one episode of oversensed noise led to a significant pause in pacing. Of note, this patient has a very slow underlying rhythm of approximately 30 bpm. All episodes reportedly occurred early in the morning, coinciding with the patient's bowel movements. The patient could not recall if he ever became syncopal during any of the episodes. All lead measurements were within normal range. This device was later explanted due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The physician considered a lead revision, but elected to reprogram device sensitivity to least. The local field representative instructed the patient to exercise caution and refrain from straining during bowel movements. Defibrillation threshold testing was successfully performed at least sensitivity. To date, no new episodes of oversensing have been observed, and the physician plans to re-evaluate the patient during routine follow-up. Current records indicate that this device and rv lead remain implanted and in service. This event will be updated if any additional information becomes available. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4).